Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using the supplies for 4 days. Clinical support informed the customer that using the supplies for 4 day¿s is off label per the tandem user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose.